Event description:
Varicies identified during panendoscope. Pt then intubated for banding of the varicies. "The banding device could not be induced to deploy." New band ligator tested - this one worked and varicies was ligated. No reported adverse effect to pt. Hosp received notice from bard indicating that the bard MFR has initiated a voluntary recall of these devices and that this recall includes the lot number of the defective device used in the event. An inventory of hosp's stock of these band ligator devices revealed 6 ligators that are being returned as part of the lots identified by bard for voluntary recall. (#881l0215 = 1 item; 88kl0317 = 1 item; 88ll0208 = 4 items).